Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Essure coil found in the left tube and essure coil on the right was in the endometrium and partially in the tube/misplaced right essure coil was in the uterine bed [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil found in the left tube and essure coil on the right was in the endometrium and partially in the tube/misplaced right essure coil was in the uterine bed") in a 30 year-old female patient who had essure inserted (lot no. B93877) for female sterilisation. The patient had a medical history of endometrial biopsy, tonsillectomy, primary hypertension, uti, anxiety, depression, polycystic ovarian syndrome, cesarean section, dysmenorrhea, cyst ovary, menses irregular, parity 4, multi gravida, pelvic adhesions, endometriosis, perineal pain, pelvic pain and dysfunctional uterine bleeding. Previously administered products included: codeine for rash on legs. The patient had a family history of cervical cancer, hypertension, diabetes and heart disease, unspecified. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3311 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy, hysteroscopy, endometrial biopsy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015 (as per mr). Right: 8 coils; left: 4 coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical records received. Reporter information, patient medical history, product lot number, reporter causality comment added. Event: medical device removal updated to misplaced right essure coil was in the uterine bed. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Essure coil found in the left tube and essure coil on the right was in the endometrium and partially in the tube/misplaced right essure coil was in the uterine bed [embedded device] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil found in the left tube and essure coil on the right was in the endometrium and partially in the tube/misplaced right essure coil was in the uterine bed") in a 30 year-old female patient who had essure inserted (lot no. B93877) for female sterilisation. The patient had a medical history of endometrial biopsy, tonsillectomy, primary hypertension, uti, anxiety, depression, polycystic ovarian syndrome, cesarean section, dysmenorrhea, cyst ovary, menses irregular, parity 4, multi gravida, pelvic adhesions, endometriosis, perineal pain, pelvic pain and dysfunctional uterine bleeding. Previously administered products included: codeine for rash on legs. The patient had a family history of cervical cancer, hypertension, diabetes and heart disease, unspecified. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3311 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy, hysteroscopy, endometrial biopsy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015 (as per mr). Right: 8 coils; left: 4 coils. Batch number: b93877; manufacture date: 30-nov-2013; expiration date: 30-nov-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-aug-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.